Manufacturer narrative:
The pt's demographic info is not available from the site at the time of this report. Software has not been evaluated as of the date of this report.

Event description:
A radiology tech reported that while in a cranial procedure, the treon system exited during navigation. They had previously stored and matched 10 points, but only 4 showed as matched and their predicted error value was greater than 16. The pt was already draped so they could not re-register. They confirmed that the pt ¿selected¿ was the same one they were using. The doctor continued the case without the stealthstation treon. There was no impact on the pt¿s outcome reported.